Event description:
The advocate stated her daughter received a blood glucose reading of approximately 400 on the contour, was retested on a different meter and the reading was approximately 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided. Strips were not expected to be returned. Replacement test strips and meter were sent to the customer.